Manufacturer narrative:
Relevant retention test strips (lot 405010) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The customer¿s test strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined. Medwatch field occupation - the occupation is lay user/patient.

Event description:
The initial reporter complained of questionable inr results from coaguchek xs meter serial number (B)(4) while troubleshooting the meter. At 09:24 am the result from the meter was 7.1 inr. At 09:27 am the result from the meter was 3.9 inr. At 10:06 am the result from the meter was 7.4 inr. The results were from a fingerstick. The qc was acceptable. The customer's overall health was "fair". The customer's therapeutic range was 2.3 - 3.7 inr.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 1.8 inr, donor 2 inr: 3.2 inr, donor 1 hct: 41%, donor 2 hct: 44%. Testing results: donor #1: retention meter and master lot strips: 1.9 inr, customer meter and customer strips: 1.8 inr. Donor #2: retention meter and master lot strips: 3.2 inr, customer meter and retention strips: 3.3 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.